Event description:
Boston scientific received information that via patient remote monitoring system, a red alert was detected for this implantable cardioverter defibrillator (ICD) as it displayed high shock impedance. The patient had unrelated fall. The device had consistent high shock impedance measurements however sensing and pace impedance were stable. There were no noisy signals captured on electrogram (egm). The other shock vectors were checked and isometrics were performed however the physician did not change any of the measured values. The proximal coil was taken out of the system and consistently got 70s to 80s for shock impedance. Ts suggested setting the system to a shock vector of rv coil to can and perform a defibrillation threshold (dft) test in this vector. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.